Manufacturer narrative:
The investigation into the reported saturated flow has been completed since the original report was filed. Data logs confirmed the failure mode. About 26 hours into the case, the mc spiked to 1200 ma & the flow increased while p level unchanged. This event remained to the rest of the case. Visual inspection found biomaterial inside the purge gap, if & of cages. No other issues were found on the rest of the pump. The biomaterial then was removed & pump ran without issue with flow in specification under bench test. The root cause of saturated flow was due to biomaterial ingestion.

Event description:
The user facility reported a 40-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support and the 5.5 support was ongoing for the patient who had the support escalated after eight days to the impella 5.5. The pump was removed on the second day of the impella 5.5 support due to flow saturation.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿